Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: a picture sample was received for evaluation by our quality engineer team. Upon examination, the barrel of the unit was observed to be damaged near the bottom. The damaged barrel would prevent the needle from completely retracting. A definite source of the damage to the barrel could not be determined, as it is uncertain whether the damage occurred during manufacturing or usage. Investigation conclusion: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Lot #: unknown. Complaint: needle retraction failure. Event description: part no. 382534,lot unknown. It was reported the needle did not fully retract when the button was pressed. The needle didn¿t fully retract when the button was pressed. We have already disposed of the needle in the sharps container but I thought that I¿d send you a picture. No samples available ¿ tracking only. Lot analysis. Device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: although this incident is an MDR and review is required; review could not be conducted because a lot number was not provided. Observations and testing: although a sample was not returned a photo was provided for evaluation of this incident. The photo revealed a used iag unit which consisted of the needle/hub assembly partially retracted within the safety shield (barrel) with the activation button completely depressed. There were traces of media present on the unit. Peura analysis: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable visual/microscopic: the barrel of the unit revealed to be smashed on the sides near the bottom. Note: further observations for other damage (i.e. Scuff markings, stress markings) could not be conducted without the actual sample. The smashed barrel was identified as the cause of hindering the needle from fully retracting upon activation. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir or the damage observed in the photo; therefore this incident is indeterminate. Investigation samples(s) meet manufacturing specifications: no, evaluation of the photo provided for this incident revealed the barrel of the unit was smashed on the sides near the bottom which hindered a successful retraction. Conclusions: confirmation of the defect of needle retraction failure, as stated in the pir, was conclusive based on the observation of the photo provided for this incident. The photo displayed the barrel to be smashed on the sides near the bottom. Confirmed that the smashed barrel was the cause of hindering a fully retraction. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect or the findings of smashed barrel. Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the defect of needle retraction failure was conclusive based on the observation of the photo provided for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the defect of needle retraction failure was not achieved as units were not returned. The defect was confirmed with the photo provided for this incident. Was the device used for treatment or diagnosis? Treatment investigation conclusion: root cause: relationship of device to the reported incident: indeterminate ¿ the failure was confirmed with the photo provided for this incident and it was noted that a smashed barrel was the source of the restriction of needle fully retracting. There was no physical/mechanical damage evidence to confirm and support manufacturing process related issues for the reported defect or the findings; as the unit was out of packaging and used. Comment: it was not established where the damage to the barrel, that resulted in needle retraction failure, occurred (user or manufacturing). Rationale: corrections and CAPA. Corrective action project / CAPA (#): a definite root cause was not established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use. No reports of serious injury or medical intervention noted.